Event description:
It was reported that the customer experienced a low blood glucose (bg) level reading of 50 mg/dl on their continuous glucose monitor. Reportedly, the customer had the pump in exercise mode. Customer to consumed carbohydrates in order to address the low bg. It was also reported that the pump was intermittently not annunciating audible tones for alerts/alarms. A replacement pump was sent to the customer to resolved the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.